Manufacturer narrative:
Concomitant medical product: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the recharger failed the t6030 (rms voltage at the h field probe) test, with a suspected defective rtm recharge coil. The recharge antenna failed with intermittent no device found messages. Insulation was pulling out of the rtm donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins). It was reported that pt mentioned the recharger antenna had not been consistently charging their implanted neurostimulator(ins) for a couple of weeks. Pt said they noticed they would charge the ins for 30 minutes, but the ins charge percentage would only increase 10%. Pt said they had to remain "very still" to charge the ins and mentioned the coil and the cord entering the coil were getting hot to the touch. Pt said the had entered passive recharge mode with a 95 middle number, but the middle number would switch to 20 and the pt would wiggle the cord and the number would go back up to 95. Pt did not have the recharger antenna with them and will call back with the serial number for a replacement recharger antenna. No symptoms were reported.